Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, associated package states in possible adverse effect: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity," following review, no new risks were identified. Literature: emerson, rh, jr, head, wc & higgins, ll. (2001) a new method of trochanteric fixation after osteotomy in revision total hip arthroplasty with a calcar replacement femoral component. The journal of arthroplasty vol. 16 no. 8 suppl. 1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "a new method of trochanteric fixation after osteotomy in revision total hip arthroplasty with a calcar replacement femoral component" it was reported that patients in a study group underwent revision total hip arthroplasty using a transtrochanteric approach and a calcar replacement femoral component. Trochanteric fixation for this group was done by using bolt-and-plate devices. Follow-up of this study group identified that a patient post revision surgery had one (1) failed bolt removed due to a symptomatic disassembled bolt plate.